Event description:
The facility reported an anterior chamber tear had occurred during cataract surgery, but they stated there was no pt injury. The unit wont work on vit cut; they changed out the machine to complete the case. Add'l info from the surgeon stated the outcome/prognosis is unk.

Manufacturer narrative:
A company service rep checked the system, reseated the vit pump connector, and the unit tested to specifications.